Manufacturer narrative:
H2) please see section a1-3, section b5, and the additional codes section for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed was a functional endoscopic sinus surgery (fess), there was a less than 30 minute surgical delay, and there was no impact to the patient's outcome.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site was having trouble verifying both the straight suction and disposable malleable suction. Once verified the site continued the case but after 45 minutes all instruments stopped tracking. The representative performed troubleshooting on (B)(6) 2024. They recreated the issue with the same malleable suction used during t the issue occurrence. The instrument would register that it was connect to the system but would not track. A plug n play registration probe was able to be tracked without issue. The em diagnostics were checked and all statues were reported as expected, all ports recognized when an instrument was connected and the port with the malleable suction reported "connected -tool_3. The site discarded the instrument tracker that was used with the straight suction, and the representative did not have access to the straight suction. The representative was unable to recreate the issue of all instruments not tracking after having the system on for >45 minutes.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.